Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Reported event was unable to be confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that during a total hip arthroplasty, the inserter handle fractured and a fragment became lodged in the acetabular cup. The fragment could not be removed, however, the procedure was completed without additional patient consequences.